Manufacturer narrative:
(B)(4). This follow-up is to relay additional information. The following sections were updated : b4, b5, g3, g6, h2, h6, h10. The product analysis can't be performed as the product was not returned. The device manufacturing quality record can't be performed since the reference and batch number was not communicated. 67 complaints, this one included, have been recorded on cement pack and optipac, from may 1, 2018 to september 2, 2021. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through a clinical study of a removal of 2 free cement fragments in the patient in 2020 due to a bicycle fall in 2019 that resulted in right knee contusions and then joint locking. The cement reference was not communicated to date.

Manufacturer narrative:
(B)(4). Report source, study and health professional - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a clinical study of a removal of 2 free cement fragments in the patient in 2020 due to a bicycle fall in 2019 that resulted in right knee contusions and then joint locking. The cement reference was not communicated to date.